Event description:
Spontaneous call from field nurse. Pt discharged from hosp. Pt reports she was discharged from hosp with accredo pump. Replaced both pumps. Pt went to hosp as precautionary measure due to pump alarming high pressure. No further info is known or was provided. Info was from field nurse report. No further info could be gathered. Did the reported product fault occur while in use with a patient? Yes; did the product issue cause or contribute to patient or clinical injury? No; is the actual device available to be returned for investigation? Yes; did we (MFR) replace device? Yes. Reported to (B)(6) by pt/caregiver.